Manufacturer narrative:
The investigation determined the guidance of the cables did not appear the same as it does when the instruments are sent out to customers. Normally the cables cannot reach moving parts. Some of the cables may have been replaced or moved during the 12 years it was at the customer site. The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated they were having multiple issues with the cobas p 512 pre-analytical system. They received a power supply error, the cap shoot is broken, and there was smoke coming from above the camera module. When the instrument was turned on, smoke appeared right above the camera module. It was reported that there was no fire and no evacuation. The instrument was turned off. The field service engineer found that the cbox and dms cards printed circuit boards were burned badly. The root cause appeared to be a barcode reader cable getting caught in a turning mechanism. The engineer stated it looked like the barcode reader cable had dry rot. The cable looked like it was rubbing over time in the camera area, where the customer takes the cover off to clean.